Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. Customer's blood glucose was 100mg/dl at the time of incident. Troubleshooting explained alarm and advised customer to remove the battery and then put a new battery into the pump, but the display did not return. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.